Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where all the cubies in drawer 5 failed to open. This incident resulted in a delay in patient care and confirmed that there was no patient harm there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was unable to open due to an obstruction caused by the medication that was either improperly loaded or misplaced. The field service engineer found that the rails were examined and found to be in good condition. Additionally, upon opening all the cubies, the engineer uncovered medications and debris located beneath them. The engineer cleaned the drawer and reseated the row board cable within the drawer. An older insep was identified within the drawer. Following the replacement of the insep and the subsequent restart of the station, the customer verified that the drawer was functioning properly. The system functioned as intended after the field service engineer troubleshooted the device.